Manufacturer narrative:
(B)(4). The device was not returned for analysis. The difficulty was the result of using the 0.014-inch guide wire. It should be noted that the otw omnilink elite instructions for use (IFU) indicates that the recommended guide wire size is 0.035-inch. Additionally, because it was reported that the omnilink elite was being used to treat the subclavian artery, it should be noted that the indication for use of the IFU states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances/user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Guide wire: treasure floppy, chevalier 14 universal, guide catheter: destination 6f 45cm, corsair armet 135cm. Device code incorrect anatomy; failure to follow steps/instructions (wrong size guide wire used) the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, non-calcified, 100% stenosed, subclavian artery. Following pre-dilatation with an unspecified balloon dilatation catheter, a dissection in the target lesion was observed. In order to cover the dissection, a 7.0 x 39 mm omnilink elite vascular stent delivery system (sds) was advanced on a non-abbott 0.014 inch guide wire to the lesion and was deployed at a pressure of 10 atmospheres. Following stent deployment, it was observed that the stent implant had moved during deployment and was positioned toward the distal end of the target lesion. The physician commented that this was due to the 0.014 inch guide wire not being replaced with a 0.035 inch guide wire prior to using the omnilink elite vascular sds. Therefore, the sds did not have the appropriate support during deployment. Although the stent implant was deployed toward distal end it covered most of the target lesion; therefore, it determined that an additional stent implant was not needed. There was no reported clinically significant delay in the procedure or adverse patient effect. No additional information provided.